Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889, serial# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) on behalf of a healthcare provider (hcp) in a foreign clinical study reported that there were complications with the device. No further complications were reported/anticipated. Additional information received reported that there was a replacement of the neurostimulator. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.